Event description:
While replacing the rv lead, the physician noted on fluoroscopy this lead had become dislodged from its original placement. However, there had been no functionality issues noted. The physician decided to replace this lead because, despite its good functionality, the physician did not want to leave it in its current placement. It was replaced with another selox jt 45,(B)(4). Linox sd 65/18, (B)(4), MDR 1028232-2010-01795.